Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer did not report a specific issue for the unit. Upon triage on (B)(6) 2017, the service found that the lcd had some black ink on a portion of the screen, thereby making the screen illegible. There was no reported patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿lcd had some black ink on a portion of the screen, thereby making the screen illegible.¿. The unit was triaged and the reported issue was confirmed. The root cause was misuse by the customer since there was only some superficial ink on the liquid crystal display (lcd), making the display illegible. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.